Event description:
Info received indicates the head section will not rise due to bent extrusion guides caused by broken bushings.

Manufacturer narrative:
The tech replaced the head section weldment assembly to repair the bed.